Event description:
It was reported that the product heated up during a procedure. There were no injuries to the patient or user, and there were no adverse consequences.

Manufacturer narrative:
Upon investigation, corrosion was found on the motor and rotor as well as various other internal components. Corrosion can lead to increased friction between rotating components, which can generate heat. In addition, a worn bearing was discovered.